Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
Doctor reported the implant does not engage properly to the driver. When doctor tried to place the implant doctor noticed the hex of the implant is not fine, it rotates. Doctor placed another implant in the same surgery. Tooth location #36 (fdi).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).the following fields have been updated:b4: date of this report b5: describe event or problemg3: date received by manufacturer g6: type of reporth1: type of reportable event h2: follow up type h3: device evaluated by manufacturerh6: adverse event problemh10: additional narrative.one osseotite® tapered certain® implant (xifnt411) and cover screw were returned for investigation. However, and unknown legacy biomet driver was reported but not returned. Visual evaluation of the as returned implant identified minor signs of use around the platform and hex but no signs of malfunction. Functional testing was performed with an in-house mating device. The implant engaged/disengaged with both screw and in-house driver as normal ¿ no damage was identified around the internal drive feature.device history record (DHR) review for the lot (2019030479) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (2019030479) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified.therefore, based on the available information, implant malfunction did not occur. Additionally, driver malfunction and the reported event could not be verified since the product was not returned.